Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt. Visual examination identified no anomalies. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. Functional testing was completed and did not pass evaluation. No error or fault codes were recorded in the programmers logfile. It was confirmed the a/rv plug was damaged. When the connector on the product system analyzer was replaced with a known good unit, the product anomaly disappeared. Additionally, during testing, the microphone cable and an internal board connector were found to not be operating as expected. The microphone cable and the internal board were replaced. The touchscreen was also replaced. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e, device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that during the implant procedure, the touch screen of this latitude programmer became unresponsive. It was also noted that the a/rv plug of the product system analyzer (psa) broke while attempting to disconnect the adapter. As a result, the psa function was no longer available. No adverse patient effects were reported. This programmer was received for analysis.